Event description:
The doctor claims that the graft was implanted in 2003, for an aneurysmal ascending aorta replacement procedure. At that time, the aneurysm exhibited slight drainage and leakage. For two weeks following surgery, the pt experienced abdominal dropsy (edema) around the implanted graft. The graft was left in. The pt's post-operative condition appears, at this time, to be unk. Note added 6/2003: the doctor's report stated the complaint to be product-related.